Event description:
It was reported that since vns implant the patient has experienced an increase in tonic clonic seizures since implant. It was reported that the patient experiences forty brief atonic seizures per day, several absences, several head drops per day and some generalized tonic clonic seizures. It was reported that the patient's generator settings were set to rapid cycling right away rather than slowly increasing the settings which is believed may have caused the increased seizures. The physician was informed to try and readjust the duty cycle and see if this helps the seizures. It was reported that there were no medication changes that could have caused or contributed to the increase in seizures. It was reported that the physician believes the vns is related to the patient's increase in seizures. It was reported that it is hard to determine whether or not the seizures are increased above the patient's pre-vns baseline because the patient's seizures are so high pre-vns. It was reported that the generalized tonic clonic seizures are certainly above baseline. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient¿s duty cycle was adjusted to a 30 sec on time and 5 min off time but did not resolve the patient¿s issues. The patient¿s device was disabled with the magnet for two days and then normal mode stimulation resumed for two days for three cycles, and it was reported that the patient¿s issues were occurring with stimulation. The patient¿s device output current was to be reduced to 0.25ma and at a 10% duty cycle.